Event description:
It was reported via repair work order that the calf supports would not lock properly due to the calf support assembly being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.